Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1997, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Information was received from a healthcare provider (hcp), via a company representative, regarding a patient who was receiving dilaudid (57 mg/ ml) at 16.906 mg/day (also reported as "17 mg") and bupivacaine (10.8 mg/ml; also reported as 11 mg/ml) at 3.203 mg/day (also reported as " 3.2 mg") via an implantable pump (the lot numbers were unable to be obtained). According to pump logs, the last refill was on (B)(6) 2015 at 14:29. Indications for use included non-malignant pain and failed back surgery syndrome. Medical history included chronic low back and leg pain. Concomitant medications were unable to be obtained. The patient experienced increased pain, but was unable to specify a date that it was noticed. According to the consumer and their spouse, the patient did not demonstrate any withdrawal symptoms. On (B)(6) 2015, during a refill at the clinic, the patient's low reservoir alarm was sounding. Pump logs we re examined on (B)(6) 2015 at 16:06, which revealed that the low reservoir alarm occurred on (B)(6) 2015 at 18:20, the empty reservoir alarm occurred on (B)(6) 2015 at 03:28, and the reservoir volume was 0 ml. No actions/interventions were specified with regard to the alleged events, but the pump had been replaced as a result of the pocket erosion/infection reported in manufacturer's report number 3004209178-2015-17070. As of (B)(6) 2015, the issue was resolved, the patient status was "alive - no injury," and the hcp had no additional information.